Event description:
The electrohydraulic lithotriptor probe was used for a right ureteroscopy/lithotripsy. The probe was inserted into the pt and when the dr withdrew the probe the tip was not present. The tip remained in the pt's right kidney. The dr was unable to retrieve the tip. If the tip does not pass through the pt's system it will probably cause a stone to develop.